Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead experienced a hematoma 18 days post implant. Device interrogation prior to a pocket revision procedure noted low out of range pacing impedance measurements less than 200 ohms that began 7 days post implant. Additionally, the device showed a battery status of 3 years remaining and was felt to be depleting sooner than expected. An invasive procedure was performed. The rv lead was tested on a pacing system analyzer (psa) and pacing impedance measurements were noted to be within normal limits at 405 ohms. Boston scientific technical services (ts) recommended device explant. The device was explanted and replaced and the rv lead remains implanted and in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the product was performed. Engineering calculations confirmed the longevity of this device was not as expected. The device case was opened. An external power supply was connected to the device and the electrical current was monitored. During the monitoring process a high current condition was observed. Electrical testing and analysis were then conducted, which isolated the high current to an anomaly in an oxide layer of a transistor within the mixed mode integrated circuit. This anomaly caused a high current drain, which over time resulted in the reported clinical observations.